Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review. Sections b3, b4, b5, b7, g3, g6, h2 and h6: type of investigation have been updated. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, and 16 days post transfemoral tavr procedure with a 23mm sapien 3 valve in the native aortic position, echocardiogram showed an aortic valve area (ava) of 0.48 cm2, mean gradient of 53.8 and velocity max 5.12 m/s. The patient was on aspirin. The physician was considering treating as "valve in valve versus halt" (hypoattenuated leaflet thickening) protocol. Per the valve clinic coordinator, the perceived root cause of the event is that the is "under expanded due to heavy calcium by the rca (right coronary artery)." Approximately a month later, the patient underwent a successful valve in valve procedure with a 20mm sapien 3 ultra resilia valve. According to review of the medical records provided, approximately 4 years post tavr, the patient presented with shortness of breath significant with nyha class ii heart failure. The most recent echocardiogram demonstrated a left ventricle ejection fraction of 70-75%, sapien 3 valve with severe aortic stenosis, moderate aortic regurgitation and tavr noted without evidence of perivalvular insufficiency. A CT scan performed reported that the valve cage is deformed and ovoid in morphology measuring approximately 21 x 13 mm at its narrowest at the approximate level of the leaflet insertions. Metal artifact limits evaluation of the valve leaflets, however, there appears to be some degree of hypoattenuating valve leaflet thickening (halt) of all 3 leaflets. Limited evaluation for valve leaflet motion due to motion and metal artifact. Imagery review by an edwards physician proctor was performed with the following observations: there appears to be severe aortic stenosis due to significant halt and possibly pinwheeling and moderate-severe aortic insufficiency due to valve deformation (possibly exacerbated by halt).

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 1 month and 15 days post transfemoral tavr procedure with a 23mm sapien 3 valve in the native aortic position, echocardiogram showed ava 0.48, mpg 53.8 and vmax 5.12. Patient is currently on aspirin. The physician is considering "valve in valve versus halt". Per report, the valve cage is deformed as the valve appeared "under expanded due to heavy calcium by the rca" (right common iliac), and "there appears to be some degree of hypoattenuating valve leaflet thickening of all 3 leaflets". The most recent echocardiogram revealed severe aortic stenosis (velocity of 5.2m/s and gradient of 54mmhg) with moderate aortic regurgitation and without evidence of perivalvular insufficiency. The patient complains of significant shortness of breath with heart failure (class ii).

Manufacturer narrative:
The investigation is ongoing.